Event description:
A consumer reported that following the use of this product in conjunction with contact lenses, these symptoms were experienced: severe headache, allergic reaction, eye itching, poor vision, pain, and feeling of lens "sliding back and forth." The consumer also indicated having a history of "complex and severe form of headache." The product was discontinued, switched out for another product, and the symptoms have "calmed down." Additional information was received from the consumer who reported the symptoms experienced were due to pre-existing "complicated headache" and that there is "nothing wrong with the product."

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).